Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer 2018-10-30. It was reported the whole system for patient's spine stimulator has already been removed. Patient wasn't sure if it was removed the same year it was implanted or 2012, which is the year after. Patient added that he was implanted 4 different times for his back, but he always had an infection that is why he did not get any replacement after the last implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s stimulator kept getting infected and was removed approximately 3 years prior to the report. No further details were known. There were no further complications reported or anticipated. The patient¿s medical history includes back pain, complex regional pain syndrome, (B)(6), and cardiac arrest.